Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion, occlusion, prime compromised force sensor, and excessive no delivery alarm test. There was no excessive no delivery alarms noted. The unit functioned properly. The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blood glucose level of 403 mg/dl. The customer received multiple no delivery alarms from his insulin pump during basal and bolus delivery. Troubleshooting was declined. The product has been returned. Nothing further was reported.